Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine (5 mg/ml at 1.6 mg/day) via an implantable pump for an unknown indication for use it was reported that a motor stall occurred on (B)(6) 2017. The patient experienced abstinence symptoms, and interrogation with an n¿vision was performed, revealing a motor stall had occurred. External factors included ¿field action.¿ the pump was replaced on (B)(6) 2017, and the patient received intravenous substitution. The issue was resolved. The patient status was alive ¿ no injury. The pump would be returned. No further complications were reported or anticipated.